Event description:
It was reported the patient had a third revision.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead product ID 39286-65, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3708120, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type extension product ID 3708120, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type extensio. (B)(4).